Manufacturer narrative:
The device was returned to olympus for inspection. Additional information was received by the customer indicating that culture testing of the scope was performed; however, the results were not made available by the user. Based on the results of the culture testing investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. When olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. A root cause could not be identified. Based on the results of the foreign material investigation, and historical data through the product technical investigation (pti) process, possible causes include dust or dirt problem. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: 30jul2025. Sampling from: instrument channel. Cfu: 3. Bacterial identification: bacillus sp, niallia tax. Sampling date: 30jul2025. Sampling from: auxiliary channel. Cfu: <1. Bacterial identification: n/a. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the colonovideoscope exhibited foreign material in the air / water cylinder, air/water tube, and jet tube. It also exhibited clogging in the jet tube which prevented water to be supplied. Lastly, the connecting tube was sticky. There was no patient involvement.